Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display attached to the mp-90 monitor in the ICU are popping and smoking. There was no patient harm reported.